Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No further complications have been reported. The modular head was returned and assembled to the bipolar head. The modular head was a tight fit in the bipolar insert, the head could be rotated, although it required a small amount of force to rotate meaning that it was not freely rotating within the bipolar device. The material analysis identified that the internal spherical radiuss of the insert was 0.002" undersize. This is enough to cause interference with the head due to the tight tolerancing of the design. The most likely cause is that the liner insert became undersize during the manufacturing process. The liner is likely to have been conforming to drawing tolerance when measured, and then the effects of additional processing caused the liner to become undersize.

Event description:
During a hip procedure on (B)(6) 2013, the surgeon noticed the rotation was not smooth after assembling the head in the bipolar head. He decided to open a new implant to finish the surgery.